Manufacturer narrative:
E1: initial reporter address:(B)(6) the devices were not returned and the lot numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an iodine leak was observed during use of two (2) minicaps. The event was further described as ¿transfer set cannot be tightly fitted to the minicap lead to iodine leakage¿. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event.